Event description:
It was reported that a user¿s dexcom g6 continuous glucose monitor (cgm) did not connect following a sensor change, believed to be due to entry of an incorrect pairing code; assistance was provided and after the user could not remember the sensor code a new sensor was started. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no reported health consequences or medical intervention, and the user elected to start a new sensor rather than proceed with daily calibrations. User support included communication and analysis of information provided by the user. Investigation of this case revealed a user setup error with an incorrect g7 sensor pairing code resulting in absent data display on the pump, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.